Manufacturer narrative:
This MDR (MFR report number: 2243072-2020-02150) was submitted in error and should be considered cancelled. Alpha scientific is the legal manufacturer of this product (cat# 366005), not bd.

Event description:
It was reported that 2 slide maker diff-safes were missing label information. The following information was provided by the initial reporter: "the issue is that the presentations we have do not contain the code number. Invoice: 9009139094, code: 366005, batch: 1asc191003, quantity: 2 cas. The customer did not accept the product on delivery because the catalog number was missing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 slide maker diff-safes were missing label information. The following information was provided by the initial reporter: "the issue is that the presentations we have do not contain the code number. Invoice: (B)(4), code: (B)(4), batch: 1asc191003, quantity: (B)(4). ****the customer did not accept the product on delivery because the catalog number was missing.***"